Event description:
It was reported that multiple cartridge alarms occurred during the loading sequence. Customer¿s blood glucose level was not impacted. The customer reverted to an alternate method of insulin therapy and has manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed. H3: device not returned.